Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 0.100 miu/ml with a data flag. The repeated result was 54955 miu/ml. The questionable result was reported outside of the laboratory. The reagent lot number was 551036. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation found the customer does not replace the pinch valve tubing every 8 weeks or 4 weeks with sample reception mode as recommended. Product labeling states, "replace the pinch valve tubing according to the frequency below, regardless of the type of pinch valve on the analyzer. ¿ every month when the system is in sample reception mode ¿ every two months when the system is not in sample reception mode" the field service engineer performed checks, replaced pinch valve tubing, and adjusted the reagent probe. The customer did not report any further issues after the service visit. The investigation determined the service actions resolved the issue.